Event description:
During a colonoscopy, when the esu was activated to do a polypectomy, the pt reported fueling a shock in his right thigh at the pad application cite. The leg was observed to "jerk". No pt injury was reported that required treatment.